Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the transseptal puncture it was observed that the transseptal needle had punctured the introducer. The needle had been reshaped prior to being used. The sheath was replaced and the procedure was continued with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A brk needle/stylet assembly from current inventory was inserted and advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted. However, the event description states that the reported needle had been reshaped prior to use. The brk needle instructions for use states "do not alter this device in any way." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath and dilator perforation is consistent with reshaping the needle.